Event description:
Received new alivecor kardia 6l electrocardiography (ECG/EKG) device; 6-lead mode does not work on customer's android smartphone but 2-lead mode works. On a friend's iphone, that version of the app works in both modes with the device. Online reviews of the android app suggest that a recent update broke this basic functionality.